Event description:
A medtronic rep reported, during a spine case utilizing o-arm imaging, the accuracy was off 5mm posterior. The site was using the percutaneous reference pin and operating at l4-l5. The surgeon had finished putting in screws when he noticed the ball tip passive planar probe was showing inaccurate navigation. All screws had been placed accurately with navigation. The surgeon opted to discontinue use of navigation. The surgeon opted to discontinue use of navigation for placement of the interbody implant after observing the inaccuracy. The interbody implant was placed successfully without navigation. The surgeon was able to successfully complete the entire procedure with no impact on the pt outcome.

Manufacturer narrative:
The site chose to not provide pt age or weight. Due to insufficient info root cause could not be determined. Inaccuracy could not be replicated and subsequent successful cases have been performed. A medtronic rep covered a case and found the o-arm images transferred with-out a problem to the stealthstation and navigation was accurate.